Manufacturer narrative:
Failure analysis conclusion: the device was returned with a driveshaft fracture on the proximal side of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and sem analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity, resistance or a stent that pushed the driveshaft into a tight bend shape. The exact root cause of this reported complaint is undetermined. At the conclusion of the failure analysis investigation the reported driveshaft fracture event was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements." Statement to the investigation results section for both the malaysia and MDR. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used in the left anterior descending artery (lad) via 7fr femoral access. The vessel was 90% stenotic and severely calcified, and the diameter was 3.5mm. Three treatments were performed on low speed in the proximal lad. Following a rest period, treatment was begun in the mid section of the lesion, but the oad stopped spinning. Imaging revealed that the crown and nose length had detached from the driveshaft. The fragment was retracted on the viperwire with no harm to the patient. The lad was re-wired, and angioplasty and stenting were performed without complications.